Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel.

Event description:
Reference number (B)(4). Event occurred in israel it was reported that the patient faced an event of high blood glucose level on 17-jul-2024. Blood glucose level was 560 mg/dl at the time of the event. Patient first went to emergency room and later was admitted to hospital. Patient took insulin pen and IV fluid for the treatment. No further information was available.